Event description:
It was reported that when the patient presented for follow-up high capture threshold was observed. The lead was explanted and replaced. There were no complications and the patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.